Event description:
It was reported that the system 7 sternum saw was used in a cardio-thoracic procedure during a product trial at the user facility. While the surgeon was opening the sternum, he accidentally also opened the patient's pleura. Procedural delay and medical intervention were not reported. Additional information has been requested from the user facility.

Event description:
It was reported that the system 7 sternum saw was used in a cardio-thoracic procedure during a product trial at the user facility. While the surgeon was opening the sternum, he accidentally also opened the patient's pleura. Procedural delay and medical intervention were not reported. Additional information has been requested from the user facility.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event could not be confirmed in this case. No failures were confirmed as the product in this investigation was not returned for evaluation. Based on the information provided by the customer account there was no malfunction or problem with the product. According to a review of risk documentation, possible causes for the reported event could relate to human factors or errors. Correction: the healthcare facility ((B)(6) clinic (B)(6)) included in the initial report was entered in error. It has since been corrected. The correct facility is (B)(6) hospital in (B)(6).

Event description:
It was reported that the system 7 sternum saw was used in a cardio-thoracic procedure during a product trial at the user facility. While the surgeon was opening the sternum, he accidentally also opened the patient's pleura. Procedural delay and medical intervention were not reported. Additional information has been requested from the user facility.